Event description:
During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Contamination finding device preserved and sight infestation. Technical finding connecter burnt. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.